Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was initially received from a patient representative that when the patient met with their healthcare provider (hcp) the previous october, they were told that the battery of their implantable neurostimulator (ins) had two years left, however, when they checked battery status recently, they noticed that battery was left was six months. During follow up to obtain additional information, the hcp reported they did not know the cause of the battery only showing 6 months. The patient was referred to neural evaluation. In the meantime, the patient representative provided additional information that every few days they were losing a month on the battery and by december 2nd status was less then 7 months and eventually less then four months. The patient was not getting any therapeutic relief. They stated that the battery has not been a good battery in the last year. During that call with the agent, the patient woke up and reported a noted difference. They also noted that it was really hard for the patient to eat. Most recently, the patient said that the battery could not keep system operating per settings set by the hcp and after setting an appointment it seemed battery was malfunctioning. They reported that the device was replaced by a different device. They did not report if the reported issu es were now resolved. Latest communication from the hcp was that resolution was unknown as they referred the patient to an out of state provider. They did not provide any further detail.